Event description:
It was reported that this pacemaker was explanted since the lead perforated post procedure. The physician decided to do a lead revision, and ultimately remove the entire system and reimplant on the left side. No additional adverse patient effects were reported.